Manufacturer narrative:
The customer declined the option to have their glidescope avl video baton 3-4 returned to verathon for evaluation. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on august 07, 2018 and is past the two (2) year expected product life as outlined in the glidescope video laryngoscopes operations and maintenance manual (omm). Since the device was not returned to verathon for evaluation, the root cause could not be determined, but it is likely that the age of the device, two (2) years and ten (10) months, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the image would disappear. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.